Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, capsule position was confirmed by the physician via an endoscope, a lubricant was used to facilitate placement of the capsule, and the delivery system and capsule will not be returned for investigation.

Manufacturer narrative:
The device was not returned for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and no repeat procedure was performed. There was nothing unusual about the patient or the procedure, capsule position was confirmed by the physician via an endoscope, a lubricant was used to facilitate placement of the capsule, and the delivery system and capsule will not be returned for investigation.